Event description:
It was reported that this right ventricular (rv) lead delivered 10 bursts of anti-tachycardia pacing (atp) therapy due to oversensed noisy signals. Technical services (ts) recommended an in-clinic visit to further evaluate and determine if a lead revision is necessary. No adverse patient effects were reported. This rv lead remains in service.